Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure of resection of the spleen. The device was tested and the device was stuck and not moving properly. The jaws of the device would not fully open. There was no patient involvement.